Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported to philips that the touchscreen was not functioning. The device was not in use at the time of the event. This issue was noted during routine check on the device. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the touchscreen to resolve the issue and bring the device back to functionality.